Event description:
Patient reported that their one touch test strips were damaged. This issue was not resolved with troubleshooting. Replacement test strips were sent to the patient. Patient had also performed an invalid comparison to a doctor's meter. There was no medical intervention or treatment given. No further clinical information was provided.